Manufacturer narrative:
(B)(4). The investigation result of stent partially deployed. Investigation results: an ultraflex tracheobronchial stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was partially deployed by 4 mm. During the product analysis, the investigator was able to deploy the remainder of the stent; however, the catheter bowed during deployment. No issues were noted with the profile of the stent. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident. However, the stent was able to be fully deployed during analysis. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2015-03415 and 3005099803-2015-03345 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2015 that two ultraflex tracheobronchial distal release stent were used in the lungs during a bronchoscopy procedure performed on (B)(6) 2015. According to the complainant, the stent was to be used to treat an anastomotic stricture caused by lung transplant. Reportedly, the patient's anatomy was not tortuous and the stricture was not dilated prior to the procedure. During the procedure, the physician attempted to deploy an ultraflex¿ tracheobronchial stent (the subject of this report); however, the deployment suture got stuck and the stent would not release. The physician removed the stent and delivery system from the patient. The physician then attempted to deploy a second ultraflex¿ tracheobronchial stent (the subject of MFR. Report # 3005099803-2015-03345); however, the same event occurred and the stent and delivery system were removed from the patient. The procedure was completed with a third ultraflex¿ tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed reportable based on the investigation result that the stent was partially deployed.